Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day after implant. The lead was repositioned and the procedure was completed successfully. No additional patient adverse effects were reported.